Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had an infection. A revision was performed and the pacemaker was explanted while the right atrial (ra) lead was capped. No additional adverse patient effects were reported. The device was not returned for analysis. It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.